Manufacturer narrative:
An additional lot number was reported (lot #m017611). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges would not fit onto the pump. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level as the customer was using manual injections.